Event description:
It was stated that the customer has had repeated problems with no delivery alarms. It was then stated that the customer had been hospitalized two times for high blood glucose. It was stated that the customer woke up today vomiting and with a high blood glucose reading of 431 mg/dl. Troubleshooting was performed and the insulin pump failed the prime test. There were many no delivery alarms found in the alarm history.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.